Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported stroke and subsequent patient outcome could not be determined through this evaluation. The account reported that the device would not be returned for evaluation. The heartmate 3 lvas lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due embolic brainstem stroke. Patient was critically ill on extracorporeal membrane oxygenation (ECMO) prior vad implant, temporary right ventricular assist device (rvad) placed intraop with disruption of flow from internal jugular cannula ultimately felt to be a kink, cannulas changed to central cannulation with adequate rvad flows. Due to such a dismal prognosis for meaningful neurologic recovery with her concurrent picture of comorbidities and cardiogenic shock state on biventricular support, family chose to withdraw support. No further information provided.